Manufacturer narrative:
Occupation was lay user/patient.

Event description:
The customer received questionable results from coaguchek xs meter serial number (B)(4). At approximately 12:00 pm, the result from the laboratory using stago reagent was 2.8 inr. At 15:24 pm, the result from the meter was 3.8 inr. There was no allegation of an adverse event. The therapeutic range was 2.5 to 3.5 inr. The customer was not anemic, not polycythemic, had no antiphospholipid antibodies, no direct thrombin inhibitors, no change in coumadin dose, no new medications, no new illnesses some diet changes as was eating less fat, and no bleeding or bruising. Relevant retention test strips (lot 368871) were tested in comparison with the master lot coaguchek xs pt. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. The suspect product was requested to be returned for investigation. Replacement product was sent.

Manufacturer narrative:
The customer¿s meter and strips were returned for investigation. The returned meter and strips were tested in comparison to master lot strips using quality control material. Testing results: qc 1: 2.3 inr , qc 2: 2.2 inr, qc 3: 2.2 inr. The obtained qc values were in the allowed range of the used combination master lot strip lot qc lot. (1.8 - 2.8 inr). All measurements were without error messages. The maximum difference between measurements was 4.0 %.